Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with no specific device malfunction or component implicated based on available information. Symptoms included unspecified clinical effects consistent with hypoglycemia. Outcomes included an unspecified impact on health, with no report of hospitalization. Investigation included communication and interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information to associate the event with a medical device problem or a particular device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.